Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06922. It was reported the pt is not receiving effective stimulation. The pt stated that his scs lead was placed too high and he is experiencing stimulation in his rib cage instead of his lower back, where he needs it. The pt also stated his physician plans to revise his scs lead. Follow-up identified the pt's physician decided not to revise the pt's scs lead. Instead the physician has referred the pt to a neurosurgeon for back surgery not related to the scs. The pt's physician also recommended that the neurosurgeon implant a paddle lead. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.